Event description:
It was reported by the customer's biomed that the device will not charge and the energy selection becomes inoperative. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control indicated that there is likely an issue with the device's power conversion pcb. The customer's biomed later confirmed that due to the device no longer being supported and not being able to obtain the parts necessary for repair, the device has been retired and removed from service. The device will not be returned to physio-control for eval; therefore, further investigation cannot be performed.